Event description:
The customer reported that the infusion set had been ripped out twice by accident and that he had also received a few no delivery alarms on the insulin pump. He stated that these issues were isolated incidents and not ongoing and that he had been taught to handle them during training. Customer declined troubleshooting and to provide the blood glucose reading. Nothing further was reported.

Event description:
The customer reported that the infusion set had been ripped out twice by accident and that he had also received a few no delivery alarms on the insulin pump. He stated that these issues were isolated incidents and not ongoing and that he had been taught to handle them during training. Customer declined troubleshooting and to provide the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This information is provided in response to your request dated (B)(4) 2015 for additional information. Our original medwatch report was submitted without the event summary.